Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump is not working, while filling new reservoir insulin is squirting out. Customer was unable to get the pump to work after getting a compromised force sensor system alarm. The customer's blood glucose was 136mg/dl. Insulin is squirting out during the manual prime. Customer is currently treating with manual injections. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on force sensor resistor. The device passed the displacement test, self-test, and unexpected restart error test. All operating currents tested within the specification range and it passed the off no power test. The device was received with cracks on the battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No moisture damage noted on the electronics assembly.